Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2 and h11. Additional information: intuitive surgical, inc. (Isi) received the sureform-60 stapler instrument to perform failure analysis. The instrument was analyzed and the complaint was confirmed by failure analysis. The instrument was found to have one firing failure based on log review. An additional observation not reported by the customer includes the instrument failing mechanical engagement during in-house testing. The parameters of the engagement failures indicate that the roll axis engagement failures were due to the corrosion observed on the roll bearings. The error logs for the system installs display errors with parameters indicating that the roll axis engagement failures is due to the corrosion observed on the roll bearings.

Event description:
It was reported that during a da vinci-assisted bariatric surgery procedure, the firing sequence of a blue sureform 60 reload with a sureform 60 stapler instrument was interrupted for additional compression, causing stomach tissue to be pushed and dragged. The tissue was not properly stapled or cut. The staples were malformed. This necessitated two additional rounds of stapling. Additionally, staples were noted to have fallen inside the patient but were retrieved. The sureform 60 stapler instrument with a blue sureform 60 reload was inspected prior to use with no reported damage. The sureform 60 stapler instrument was noted to have worked appropriately during the first attempt. The patient's stomach tissue was not calcified, or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension and no tissue bunching. The stapling issue resulted in poorly formed staples. The stapler reload did not have an exposed blade. There were no holes or gaps observed within the staple line. The stapler reload was not stuck to the tissue. When the event occurred, the customer encountered a "blade may be exposed" message. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. There was no bleeding observed on the staple line due to the stapler issue. However, it was noted that there was an estimated blood loss was 30cc and tearing of the gastric wall. No blood transfusions were required and hemostasis was achieved by cauterization. The perioperative complication resulted with additional resection and stapling of the stomach. The patient did not require corrective surgery and did not require prolonged hospitalization; the length of hospital stay was normal, with discharge the following day.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 60 stapler instrument was installed on the system 3 times and fired 3 blue sureform 60 reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 4 pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. There were no stapler related errors in the logs. This medwatch report (MDR) captures the blue sureform 60 reload and staples that fell inside the patient. Refer to MDR with MFR. Report #2955842-2025-42452 which captures the blue sureform 60 reload and staple line defect.